Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was recently hospitalized due to a blood glucose level of 431 mg/dl. The customer stated that she was vomiting and had difficulty breathing. Blood glucose level at the time of the call was 197 mg/dl. The customer was shipped a tubing clamp to complete high blood glucose level troubleshooting. The insulin pump was not replaced or returned for analysis.